Manufacturer narrative:
Based on the claim against the product by the customer noting cautery issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps bipolar energy did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer clarified that the instrument had no energy. The customer reported that the black conductor wire was observed to be damaged and loose. The customer explained that the black insulation of the conductor wire was stripped and damaged. No images were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was neither replicated nor confirmed. Visual inspection did not find any damages to the conductive wire. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery and continuity test were performed and passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.